Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 1 event was confirmed during testing., - 1 device was found to be affected by an unestablished cause, 1 device evaluation is in progress. Product disposition: 1 device was repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking; 1 event had no patient involvement; no patient impact; 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Evaluation status 1 reported event was confirmed during testing; however, the cause was not established.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact. 1 event had no information received.